Event description:
It was reported that the user dropped the ilet, resulting in a cracked and unusable screen, and blood glucose levels were not affected. Symptoms included no reported clinical effects. Outcomes included no impact to health status and no medical intervention or hospitalization. Investigation included review of user report and device history. Investigation of this device revealed physical damage to the display/interface consistent with accidental drop, with no indication of device performance issues or alarms. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage unrelated to manufacturing or design.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.